Event description:
It was reported that when using the bd pyxis¿ es server users were unable to log in and encountered an unable to authenticate error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login. A technical support specialist (tss) dialed into the server and identified that the certificate had been added by the customer incorrectly. Tss then rebounded the certificate to correct site and ran configuration to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.